Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering disassembled the unit and visual inspection confirmed the event unit to be locked out and the feeder, a metal component in the shaft, to be damaged. This confirms the complainant¿s experience of improper clip loading. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder, which could have occurred if the device was inserted/removed through the trocar with the feeder in the jaws. The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device." Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur. This report reflects the combined initial and follow-up report.

Event description:
Procedure performed: laparoscopic cholecystectomy. While registrar was trying to insert the clip applier after the cholangiogram, he couldn't insert the clip applier and was trying to force it through the port. During this, there was a large click sound and he continued to try and force the clip applier down the port. Even after the click sound, the registrar tried forcing the clip applier down with a preloaded clip in the jaws. After scrub scout inspected the clip applier it seemed that the trigger was moved off its track and it affected the delivery system of the clips. Once the scrub nurse put the trigger back onto its tracks, he tested the deployment of the clips and it worked but because he was deploying the clips fast, it again affected the delivery of the clips and was not delivering closed clips. Advised for packaging of product to be kept for return. A new clip applier was used and case was completed. No harm to the patient occurred. Patient status: no patient injury or illness occurred associated with the complaint event.